Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the left ventricular lead, the physician had difficulty positioning the lead. The patient's blood pressure dropped to 45/25 after the lead was removed. An emergency echo cardiogram revealed the catheter had perforated the patient and developed hemothorax. The fluids were drained and the patient was stabilized.